Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - looseness of cleaning tube mounting cap - wrinkles on video cable - supersonic damage to ultrasonic transducer however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. According to reviewing the instruction manual for gf-uct180, the reprocessing methods are described in the following chapters. ¿chapter 6 compatible reprocessing methods and chemical agents ¿chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The device evaluation found the following: the surface of the probe unit was cut, the universal cord was wrinkled, and the elevator channel plug was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope that was performed after the product was returned to the user facility, during the 3rd microbiological sample the doctor realized that the screw thread was mobile and asked the endoscopy department manager to view the endoscope, and the screw was tightened. The endoscope was used 4 times and after the 4th examination the person in charged of disinfection realized that the screw thread was mobile again, it was reported that the loose screw represents a major risk of infection and renders the entire disinfection procedure non-compliant. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.